Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported an irrigation and debridement was performed due to a periprosthetic infection with (B)(6).

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. There is no change to the previously reported investigation.

Event description:
Hold for josh 8.27

Manufacturer narrative:
Concomitant medical product(s) trabecular metal â¿¢ acetabular revision system, column buttress, right posterior / left anterior p/n 00489440000 l/n 62955475; trabecular metal â¿¢ acetabular revision system shim augment 5âº p/n 00489400105 l/n 62035611; wagner sl revision stem 16/265 p/n 01.00102.616 l/n 2743811; bone screw self-tapping 20 mm length 6.5 mm dia. P/n 00662406520 l/n 62641023. Review of the device history records identify no deviations to the standard manufacturing process; no anomalies or deviations were identified that would have affected the surgical outcome or contributed to the reported event. Review of the medical records confirmed the event. A single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to any patient infection. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.